Manufacturer narrative:
Submit date: 09/29/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reports that upon visual inspection, particulate was found inside a syringe. There was no patient involvement.

Manufacturer narrative:
One sample outside of the original package without a lot number was received for evaluation. After performing a visual inspection the condition reported was observed; contamination consisting of cardboard particles was observed in the syringe. The device history record (DHR) file was reviewed indicating that product was released meeting all quality standard requirements. The 12ml syringe, luer lock, p5m6k-080, printed is manufactured by an external supplier and the assembly process at the investigating cardinal site consists of a pick and place operation inside a tray. The condition reported is not generated during the assembly process. A complaint notification was sent to the supplier to initiate an investigation and determine a root cause. If information is provided in the future, a supplemental report will be issued.